Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to low pacing impedance falling below the alert threshold. In addition, high threshold was noted. The alert was turned off and set to monitor only. The patient then presented to the hospital due to a pleural effusion and suspected perforation. At this time an alert was triggered for low pacing impedance once again, however the patient was in the hospital and not near the home monitor, therefore the alert transmission was unsuccessful. The rv lead currently remains in use. No further patient complications have been reported as a result of this event.